Event description:
The following has been reported: biomed reported: pump problem error service required. No patient harm and no active infusion. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for an air compressor failure. Device was alarming at startup preventing infusion. The device was reverted to manufacturing mode and pneumatics hardware testing was performed. The device failed negative recharge consistent with a failed air compressor. No additional damage or faults were detected during testing.